Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus the evis exera iii colonovideoscope was failing in the machine during reprocessing due to a channel blockage. Upon inspection and testing of the customer returned device, it was observed that the there was red colored foreign material inside the nozzle causing the blockage. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Upon evaluation of the returned device, it was found that due to the nozzle clogging, the amount of water contact did not meet the standard value. Additionally, the following faults were discovered: both air supply and water supply volume failures, the plug unit on the endoscope connector had leaking as it was deformed, the bending angle did not meet specification, the bending rubber adhesive was detached and cracked, the cap was scratched, the distal end insulation test failed as there was a scratch on the plastic distal end cover, the insertion tube unit had wrinkles near bending rubber, the light guide lens was cracked/chipped, the light guide lens epoxy/adhesive was worn, the objective lens epoxy was worn, and due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.